Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement and renal artery occlusion.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the ipsilateral leg of the trunk-ipsilateral leg component was deployed, the physician deployed it while pushing up. It was reported that the treatment length was shorter than the measured 200mm determined by CT imaging. Therefore, a stiff wire was used to straighten the treatment area. However, the proximal portion of the trunk unintentionally moved proximally and partially obstructed the patient's bilateral renal arteries. The physician stated that the pushing up of the ipsilateral leg was done in a careful way and that the reason the trunk also moved proximally was unknown. It was reported that blood flow to the patient's bilateral renal arteries was maintained. The proximal portion of the trunk (above the flow divider) was pulled down using a balloon catheter. It was noted that the proximal trunk was pulled down to a level where the patient's left renal artery, located lower than the right renal artery, was slightly (reported as 2-3 mm) covered by the trunk. There were no reported issues with the blood flow to the patient's bilateral renal arteries or with the voided volume during the procedure. The patient tolerated the procedure.